Event description:
Home health nurse calling regarding curlin pump at home showing system time out error. Advised the pump will need to be replaced. Nurse is currently there for day 1 of 2 infusion. Has gravity tubing on hand to administer as backup. Replacement pump, manual, and return box added. Warm transfer caller to psr to set up delivery along with additional requested supplies. No missed dose. No adverse effects reported due to faulty pump. Current pump is able to be returned to cvs. No further information to provide at this time. Did the reported product fault occur while in use with the patient? Unknown: did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Upon return, what is the outcome of the event? Resolved.